Manufacturer narrative:
Device evaluated by MFR.: v-18 control wire was returned in a generic plastic bag. Visual and microscopic inspection observed that the guidewire was peeled at the distal tip section. No other damages or issues were noted from the analysis.

Event description:
Reportable based on device analysis completed on 12feb2024. The patient underwent lower extremity artery procedure where a 300cm, 8cm poly tip v-18 control wire was selected for treatment to the artery. During procedure, it was noted that the tip of the guidewire was kinked, which made it unable to cross the lesion. The device was replaced for another of the same model to complete the procedure. No complications were reported, and patient status was stable. However, when the device was returned for an analysis, it revealed that the guidewire was peeled at the distal tip.